Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display screen. The keypad cover was removed and contamination was found under the contrast and down arrow button key contacts. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed a dim and discolored display screen. The keypad cover was removed and contamination was found under the contrast and down arrow button key contacts.